Manufacturer narrative:
B5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, as the patient has an appointment coming up and they would like for a rep to be present. Caller also stated the patient reported the device is "zapping her".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) was unable to recharge the implant using one of their rechargers. The patient stated that the controller was not finding the device and the implant was not charging, despite the controller battery being fully charged. The patient reported increasing difficulty charging the implant over the last two to three months. During the call, the patient confirmed that they were able to charge the implant with a different recharger, but not with the affected one.  Patient entered passive recharge mode and got 96-96-96.  The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharging cord. No patient complications have been reported as a result of this event. Pt called back and repeated previously documented information. Pt reported that they were unable to get both ins devices to charge. When asked if any error messages appeared, the patient stated that the system would continue searching for the device and then fail to find it. Pt reported needing to reposition the recharger multiple times before eventually entering passive recharge mode. Pt noted that the ins on the right side would only charge up to approximately 40% and would not charge beyond that level. For the ins on the left side, patient stated that it would charge only if the recharger remained plugged in for an extended period. Pt also mentioned that both the recharger and controller had already been replaced (see case history). They added that they were struggling with this issue for quite a while because when the ins does not work, their legs hurt. Pt stated that having the ins allowed them to go back to work but now their legs were killing them because they couldn't get the ins to stay charge. Pt reported that the right ins, which is for the cervical region and was implanted nearly 10 years ago to provide relief in the left arm, has been causing significant issues. The patient also stated that the left ins, intended for the legs, has been problematic as it was not providing the expected level of relief. Agent reviewed information about no device found message. Agent had patient connect the recharger, and the patient c onfirmed that the ins battery was empty. Pt that they had been trying to keep the implantable neurostimulator (ins) charged and noted that when the ins was fully charged, it typically lasts 2-3 days. However, they reported that it was only charging to about 30-40%. As a result, they have been charging it every day, and at times it does not charge at all. They also noted that when the implantable neurostimulator (ins) started charging, it would only charge for 30 seconds then it would stop. Pt then inquired whether the ins might need to be replaced. Pt was redirected to their healthcare provider (hcp) to further address the issue.